Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the root cause of the problem cannot be determined. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
During a case, the physician went to pass an ev3 hyperguide balloon through the penumbra neuron delivery catheter 070, and it would not advance. He felt that the device was defective. The neuron was removed and replaced with another neuron, and the case continued without incident.